Event description:
As reported, the patient underwent an initial right reverse total shoulder arthroplasty. Subsequently, the patient reported pain and discomfort. There was no known event leading to the issue. The surgeon found the shoulder to be unstable. The liner was found to be firmly engaged in the tray. The humeral components and glenoid components were found to be solidly affixed. However, the construct was found to be unstable. The 38mm +0 liner was converted to a 38mm +2.5 constrained liner to achieve stability. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 320-38-00 - 145-deg pe 38mm hum liner +0: a738609. 300-01-11 - eq, humeral stem primary, press fit 11mm: a713640. 320-06-38 - glenosphere 38mm: a731027. 320-10-00 - eq reverse tray adapter plate tray +0: a708435. 320-15-01 - eq rev glenoid plate: a714630. 320-15-05 - eq rev locking screw: a611734. 320-20-00 - eq rev tor= defining screw kit: a703084. 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: a682126. 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: s419928. 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: s431139. 321-20-00 - eq reverse shoulder drill kit: a466387. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.